Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected which revealed the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. The reported allegation of irrigation failure was confirmed, and the root cause for the occlusion was traced to device design.

Event description:
During preparation of a rhythmia case a intellanav stablepoint open-irrigated was selected for use. The physician prepared the catheter as usual and connected it to the flush from the metriq pump. During the first flush the saline was splashing out of the tube from the handle, and a hole was noted. Exchanging the catheter resolved the issue. The procedure was completed without any patient complications. Patient outcome was "good". The catheter has been returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During preparation of a rhythmia case a intellanav stablepoint open-irrigated was selected for use. The physician prepared the catheter as usual and connected it to the flush from the metriq pump. During the first flush the saline was splashing out of the tube from the handle, and a hole was noted. Exchanging the catheter resolved the issue. The procedure was completed without any patient complications. Patient outcome was "good". The catheter is expected to be returned for analysis.